Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 3 full height cubie drawer failed to remain closed. A field service engineer (fse) opened the rear panel and identified a missing magnet on the inseparable latch. The station was powered down, the drawer was removed, and the inseparable component was replaced. The unit was reassembled and powered on, and diagnostic acceptance testing passed with all pockets detected on the bus and proper closed status. The customer successfully recovered the drawer and completed inventory, confirming normal operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary system drawer 3 pocket d3 failed to open, and customer recovery and reboot attempts were unsuccessful. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.